Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "it was reported that pump turned off while medication was infusing. When hospital staff attempted to turn "brain" back on, the pump sparked from the back of the pump at the electrical cord. Pump was removed from service. Reportedly, the cord appeared to have a stretched outer insulation with three wires (white, green, black) showing no evidence of copper or other metallic from the wires appearing to be exposed. Reportedly, there was no evidence of electrical burn or other disturbance to the outer insulation or protective white, green and black protective insulation. Reportedly no harm occurred to patient or staff."

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "it was reported that pump turned off while medication was infusing. When hospital staff attempted to turn "brain" back on, the pump sparked from the back of the pump at the electrical cord. Pump was removed from service. Reportedly, the cord appeared to have a stretched outer insulation with three wires (white, green, black) showing no evidence of copper or other metallic from the wires appearing to be exposed. Reportedly, there was no evidence of electrical burn or other disturbance to the outer insulation or protective white, green and black protective insulation. Reportedly no harm occurred to patient or staff." A note received with the device stated: "wire frayed - sparked - went off by itself."

Manufacturer narrative:
The customer¿s report that the pump turned off during infusion and that the back of the pcu sparked when turned back on could not be confirmed. The pcu event log recorded that on (B)(6) 2017 the system had the ac power off for approximately 3.5 hours, beginning at 5:03 am. At 8:36 am the pcu alarmed battery discharged (lb3), pausing all 4 infusions as designed. The user selected the system off key on the pcu, powering off the system. The user powered on the system and started all four infusions again. The ac power was toggled on/off within the same second and the pcu alarmed for a very low battery (lb2) and then for battery discharged (lb3). The user then powered off the system with the system off key. The incident power cord was not returned for investigation. The customer¿s out of order tag indicated the power cord had been replaced. The received attached power cord had no damage or exposed wires. Testing and inspection did not reveal any malfunctions that may have caused the reported incident. It was noted that the pcu had a third party main battery attached. The root cause of the reported event could not be identified.

Event description:
A note received with the device stated: "wire frayed - sparked - went off by itself."